Event description:
The event is reported as: alleged issue: new applier was purchased and clips were falling out. Nurse struggled getting clip loaded and it was taking too much time to load clips. The clip was loaded with applier at location and the nurse noticed that it was much harder to load clip. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.